Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device's tubing and humidifier chamber. The patient alleges to have a cough, headaches and dizziness. There was no report of medical intervention being required. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The external of the device was visually inspected and the manufacturer confirmed no evidence of contamination. The internal of the device was visually inspected and the manufacturer confirmed contamination to bottom of the device, blower box and blower. The manufacturer confirmed the contamination is consistent with dust. There was no evidence of sound abatement foam degradation found within the device. The device was tested and was found to operate properly. The manufacturer reviewed the device's downloaded event log and found no errors logged. The manufacturer confirms the device has evidence of contamination that is consistent with being dust. There was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nodules on the lungs. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.